Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during dwell 1. The home patient (hp) stated that the supply bag disconnected, and the hp reconnected the bag in an attempt to resume therapy. The tsr explained a system error 2240. The tsr cleared the alarm so the hp could remove the cassette and bags. Proper procedures were reviewed with the hp. The tsr referred the hp to the on call nurse for further medical instructions. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed, and the cause was supply bag fell and disconnected.